Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had traveled to the (B)(6) for a month in (B)(6) 2016. During that time, they got a uti. After the patient received treatment, they noticed that they were still going to the bathroom a lot. The patient had already tried to increase stimulation, but they were on the highest comfortable level and increasing stimulation felt too high. It was indicated that the patient wanted to see their healthcare provider before changing programs. They had an appointment scheduled for (B)(6) 2017. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.